Event description:
A customer reported that the results obtained from a single patient sample run on a vitros 350 chemistry system were associated with the incorrect patient name and the incorrect tests were run. Mis-associated patient results may lead to inappropriate physician action. The discrepancy was identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the incorrect tests were run on a single patient sample and the results obtained were mis-associated with an unintended patient. The csc reviewed information contained in the ¿programming by sample ID¿ section of the vitros 250/350 operator¿s manual located on page 7-7. This information describes how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. No malfunction occurred. The investigation determined that the root cause of the event is user error due to improper sid reuse. The device did not malfunction.